Event description:
The patient (australia) underwent a surgical procedure on (B)(6) 2015 which has been reported in reference MFR. Report: 1627487-2014-21718. This issue pertains to the second ipg which is currently the only one implanted. . It was reported the patient is experiencing difficulty charging the ipg. The issue was confirmed by the sjm representative using multiple charging systems. Follow-up identified the patient's ipg site was swollen from the previous reported surgery, and it is possible the swelling may be hindering communication/charging. The sjm representative intends to wait for a week to attempt troubleshooting, however, the patient expressed going ahead with surgical intervention at a future date.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2015 to explant and replace the patient's ipg. Effective stimulation was recaptured postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for 'no communication' was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.